Event description:
Failure to alarm no leak alarm despite large hole in dressing describe what happened: ron applied 6 non-adherent adaptic dressings and a large gauze kit with the transparent film sandwiched and 1 soft port on the calf, the other on the dorsal foot. The patient was moving around in bed and kicked off one of the ports. Initially the pump alarmed and ron was called to replace the soft port. Once reapplied, the dressing sucked down and no alarm sounded despite a large hole in the film around the patient's foot. The next day, the patient was admitted to the ER with the same situation. He had kicked off the soft port and also had a large hole in the dressing likely due to friction and shear rolling up the film while moving in the bed. After the soft port was replaced, the dressing sucked down but the leak alarm did not detect the large leak in the foot of the dressing. The pump was replaced prior to discharge from the ER. A detailed note was attached to the pump and it was given to uhs. They analysed the pump and found no issues. I think it is possible that the wound was so large that when the soft ports were in place they compartmentalized sections of the dressing that created a seal as was evidenced by the sucked down gauze around the soft ports. The leak in the dressing around the foot had separated itself from the rest of the dressing so the pump could not detect the leak and consequently did not alarm.

Manufacturer narrative:
This medical device report (MDR) is being submitted by smith & nephew as a result of a retrospective review of complaints, including adverse events, as part of corrective and remediation actions following the issuance of the 483 issued november 26, 2013 to smith & nephew, inc. Fei no: (B)(4). Smith & nephew is performing a two-year retrospective review of complaint files to re-assess reportability criteria and reporting decisions made for complaints recorded during the time period under review. This complaint has been re-assessed in accordance under the provisions of 21cfr 803.50 and deemed reportable as an MDR. We are submitting one (1) initial, 30 day report, medwatch FDA form 3500a, for a purported device malfunction which occurred while using the renasys ez plus. The reported complaint was not confirmed for a pump malfunctioning. It is clearly stated within the complaint that the device was returned for evaluation to uhs and no fault was found in the unit. The complaint indicates a patient constantly moving that kick off one of the ports and the device triggered an alarm, which confirms that the device was working within specifications. Furthermore, as part of the scenario the soft port was kicked off again by the patient from the wound site and no alarm was triggered by the device. A possible root cause for the pump not triggering a leak alarm with an obvious hole it is most likely that the system was holding the negative pressure as a result of a blockage and leak not significant enough in order to triggered an alarm. No fault was found with the device as reported within the complaint. Smith & nephew has issued (B)(4) to initiate renasys product labeling updates. These labelling updates will provide enhanced information on the functionality of the alarms as they relate to the design of the device, and scenarios that can occur in clinical settings which may impact alarm functionality.